Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 0121009 maintenance record analysis and no quality notification analysis and no deviation was found for this batch. Since photos / samples were not sent by the client for evaluation, it is not possible to correlate the investigation with the defect, to assess whether the problem is correlated the process. H3 other text : see h.10.

Event description:
It was reported that the hub was damaged making it unable to attach to syringe with a bd needle 18x1-1/2 ll eclipse. The following information was provided by the initial reporter, translated from portuguese to english: notivisa * on (B)(6)2020 , the pharmacist evidenced and registered that 'the device had an external protuberance in the cannon, making it impossible to screw on syringes ".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub was damaged making it unable to attach to syringe with a bd needle 18x1-1/2 ll eclipse. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) * on (B)(6) 2020, the pharmacist evidenced and registered that 'the device had an external protuberance in the cannon, making it impossible to screw on syringes".